Event description:
It was reported that the patient had trouble in charging the ipg. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.